Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissoring and not closing tightly on tissue. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: did the clip fall into the patient? No. Which firing of the device did this event occur on? Unknown. What vessel or structure was the device fired on at the time of the event? Unknown. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. What were the indications for surgery? Unknown what was found? Unknown. Does the patient have any relevant history of surgical treatments? Unknown. Did somebody other than the primary surgeon fire the instrument? No. The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws, causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws, when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No incident related to the reported event was observed during the batch record review.